Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called stating her son's insulin pump has a broken screen. Customer's blood glucose is 247 mg/dl. Customer's mother stated her son was disconnected from the device last night and put it on a shelf. This morning, the device was beeping and on the floor. The lcd screen was shattered and the buttons are unresponsive. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.